Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred multiple times while the customer was not outside of labeled operating altitude range. The customer's blood glucose for one event was 176 mg/dl, the other unknown, but not outside of a normal range. Reportedly, the customer changed the cartridge for one event and cleaned the speaker holes for another to clear the alarm.